Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (tsvwb10) was missing from the packaging. The procedure was completed with another implant.

Manufacturer narrative:
This report is being submitted to relay corrected information. The following sections are being reported: it was reported that the doctor indicated during implant surgery one implant was missing from the package. The surgery was completed using another implant. Doctor experienced a delay of 45 minutes. There was no report of patient injury. Expiration date: aug 31, 2022. Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 0002023141 - 2019 - 00299.

Event description:
It was reported that the doctor indicated during implant surgery one implant was missing from the package. The surgery was completed using another implant. Doctor experienced a delay of 45 minutes. There was no report of patient injury.